Event description:
Subsequent to the pt receiving the new pocket controller earlier that day, the pt called the vad coordinator on-call on (B)(6) 2015 at 11:24 pm that night. The pt said that she'd been receiving a yellow wrench alarm and couldn't do a self test when instructed by the vad coordinator. The on-call vad coordinator also had her switch from battery power to module power with no change in the alarm status. After all options were exhausted, the coordinator then walked the pt's daughter through a controller exchange to be performed on the pt. The controller was changed without difficulty and the coordinator advised the pt to come to clinic the next morning to have her driveline and controller checked. Diagnosis or reason for use: controllers need to operate lvad pumps. Event reappeared after reintroduction: yes.

Event description:
Additional info received from reporter on (B)(6) 2015: subsequent to an incidents on (B)(6) 2015 and (B)(6) 2015, the pt called the on-call vad coord again (B)(6) 2015 at 9:32 pm reporting a "driveline fault" alarm. The alarm failed to resolve after the coord requested the pt do a self test. The coord then advised the pt to get home to her daughter and call her back to walk them both through another controller exchange back to her older epc controller. The pt did not call back for another 3 hours stating that they tried to do a controller exchange but that "it didn't go well" and that they were on their way to the ER to be admitted. Waveforms were sent off for analysis to thoratec by circulatory support on (B)(6) 2015 to which the reply was "hi all I will be there tomorrow at 10 am to test lm's driveline" by bob schaefer. Tests by the engineer later revealed the pt had a broken wire in her driveline. The engineer decided to replace a portion of the pt's driveline on (B)(6) 2015 to no avail. The pt was still receiving driveline fault alarms after being placed back on the pocket controller only this time the pt was having pump stops. The engineer came back at the hospital and doctor's urging and replaced another portion the following tuesday (B)(6) 2015, also to no vail. At this point, circulatory support personnel sent waveforms on the pt again after they noticed the pump had stopped for 5 and 7 mins respectively. The following response was given by thoratec's engineer "the log file for lrm contains numerous speed drops below the lsl and pump stop events. Is the pt still on a regular pt cable?". Diagnosis or reason for use: lvad's needs controller to operate and facilitate power.